Event description:
The manufacturer received information alleging a ventilator's oxygen level was not able to be adjusted and a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. A "service required" code was observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.